Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Multiple attempts were made to gather additional information; however, no response was received. Additionally, it was reported that the insulin gauge was inaccurate and that a cartridge alarm 1 occurred. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose level was 237 mg/dl.